Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a few months ago the insulin pump had discharged a lot of insulin while they were not connected to the device. They were changing the reservoir when the anomaly occurred. The insulin continued to drip when they let go of the act button. The issue was resolved with an infusion set change. The customer also reported that they had been experiencing high blood glucose since (B)(6) 2017. Their blood glucose would range between 300 mg/dl to 400 mg/dl. The customer¿s current blood glucose level was 163 mg/dl. They had been treating with a bolus form the insulin pump and syringes. Troubleshooting was performed on the insulin pump. There was no malfunction found on the insulin pump. The device will not be returned for analysis.